Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via functional testing. Analysis of the device revealed that the device failed to meet specifications; the device passed visual examination but failed functional testing due to a failure to power up. Further investigation revealed that an internal tantalum capacitor (c15) was found internally shorted. Replacing this component restored the controller's functionality. The most likely root cause of the reported event can be attributed to an internally shorted tantalum capacitor. The manufacturer has an open internal investigation to evaluate issues involving internally shorted tantalum capacitors.

Manufacturer narrative:
Revised conclusion: the reported event of a port that would not deliver power when a power sources was connected to the returned controller, (B)(4), was confirmed. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the device revealed that the device failed to meet specifications; the device passed visual examination but failed functional testing due to a failure to power up. Further investigation revealed that an internal capacitor was found internally shorted. Replacing this component restored the controller's functionality. The most likely root cause of the reported event can be attributed to a faulty internal capacitor. Heartware has opened an internal investigation to evaluate controllers with power-up failures due to a faulty capacitor. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. The instructions for use (IFU) provides instructions for properly connecting the power sources. It instructs to line up the solid white arrow on the connector with the white dot on the controller. Gently push the cable into the controller. Do not twist the connector, but allow it to naturally lock in place. A successful connection will result in an audible click. The IFU cautions, "do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors." Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the vad coordinator that port 1 of the controller was not delivering power when a power source was connected. The vad coordinator cleaned the connections but there still was no power provided. Log files were downloaded the next day and the same issue was noted on port 2 of the controller. The controller was exchanged with no effect on the patient. Investigation is ongoing.